Event description:
It was reported that the pump experienced a malfunction. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on how to reset the pump and assisted in the process, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue arises again.